Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The tigerpaw system ii fastener was connected partially. The surgeon oversewed the appendage with pledgeted sutures. There were no patient negative effects.